Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula was kinked and faced two events. The first event occurred on (B)(6) 2023 and second event on (B)(6)2024. Both the events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was 540 mg/dl. Correction done via multiple daily injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.